Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh and rso due to sui, uterine fibroids, menorrhagia and severe dysmenorrhea. It was reported that following insertion the patient experienced pain, erosion, , infection, urinary/bowel problems, fistulae, dyspareunia, neuromuscular problems , vaginal scarring vaginal shrinkage and emotional problems. It was reported that patient underwent mesh revision on (B)(6) 2007 due to erosion. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.